Event description:
Customer reported that he has noticed that the insulin pump is requesting frequent rewinds. Customer also reported that he received a no delivery alarm; he was advised on the alarm possible causes. Customer requested the insulin pump to be replaced due to the scroll wrap safety noticed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.